Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. A number of rows at the proximal end of the stent were misaligned and raised. The device was returned with a mandrel stuck inside due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The mandrel was removed with moderate force. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed lesion measuring 2.25mm in diameter and 26mm in length was located in a moderately calcified distal left circumflex artery. The lesion was predilated with an unspecified balloon. A 2.25x28mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, damaged struts were noted. The lesion was predilated again and the procedure was completed with another taxus liberte' stent. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed lesion measuring 2.25mm in diameter and 26mm in length was located in a moderately calcified distal left circumflex artery. The lesion was predilated with an unspecified balloon. A 2.25x28mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, damaged struts were noted. The lesion was predilated again and the procedure was completed with another taxus liberte' stent. No patient complications were reported.